Event description:
Procedure type: CABG. According to the reporter: as surgeon was attempting to close off the aorta, the suture broke. Allegedly, the pt's aorta was torn from the suture breaking. Additional suture was used to correct situation. No bleeding or delay in operating room time reported.

Manufacturer narrative:
(B)(4).